Event description:
During use of the device for endoscopic saphenous vein harvesting, the user observed that the device "doesn't seem to give the proper energy output." After the surgery was completed, the surgical team returned to the site of the harvested saphenous vein to stop bleeding occurring there. There were no adverse consequences to the pt reported. Originally, the report concerned the electrosurgical generator. Investigation of that device by its MFR determined that it had not malfunction. Consequently, the possibility of malfunction of the vein harvester was raised. The user did not retain the harvester device involved in the event.

Manufacturer narrative:
Evaluation in progress, but not concluded.